Manufacturer narrative:
The pump was received with compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery test alarms or verify the no delivery alarms due to the compromised force sensor system alarms. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a no delivery alarm with the insulin pump. Customer stated the alarm persisted after changing the tubing, reservoir and site. Customer stated their cannula was not bent. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.